Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was properly loaded by an experienced nurse. Due to a very horizontal aorta, the physician needed to push on both the delivery catheter system (dcs) and guidewire to elevate the valve in the left coronary cusp to achieve the target implant depth of 5 millimeter (mm). This maneuver caused tension in the dcs. During the final release of the valve, the valve dislodged into the left ventricle (lv). The valve was attempted to be snared as severe paravalvular leak (pvl) was reported, however, the valve dislodged out of the annulus into the ascending aorta. Subsequently, the team elected to surgically remove the transcatheter valve. A surgical valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received inside a heart valve return kit, submerged in clear 0.2% glutaraldehyde solution. There was no evidence of distortion or damage to the valve frame. All leaflets were flexible, intact, and in the closed position. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. It was reported that due to a very horizontal aorta, the physician needed to push on both the delivery catheter system (dcs) and guidewire to elevate the valve in the left coronary cusp to achieve the target implant depth of 5 millimeter (mm). This maneuver caused tension in the dcs which most likely contributed to dislodgement. Dislodge events are typically not related to a device malfunction. In this case, the valve was attempted to be snared, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.